Manufacturer narrative:
Results: the second cat6 evaluated was ovalized approximately 131.0 thru 135.0 cm from the hub. The cat6s had multiple kinks along its length. Conclusions: evaluation of the first and second evaluated cat6s revealed that the distal tips were ovalized. It was also revealed that the first and second cat6s had multiple kinks along their length. If the peel-able sheaths that are supplied by penumbra with the cat6s are not used to protect the distal tip of the catheters during insertion, damage such as ovalization may occur. Further evaluation of the returned cat6s revealed that both catheters were kinked in multiple locations along the length of the catheter shafts. These kinks were likely incidental to the reported issue and may have occurred from packaging of the devices during their return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01377.

Event description:
The patient was undergoing a coil embolization procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while introducing a cat6 into a 7fr non-penumbra sheath, the physician experienced resistance. Subsequently, the cat6 became kinked and the tip of the cat6 became flattened. Thus, the cat6 was unable to aspirate and therefore, was removed. It was reported that the same issue occurred with another cat6. The procedure was completed using a catheter assisted thrombolysis (ekos). There was no report of an adverse effect to the patient.